Event description:
Additional information received indicates that the patient underwent surgical intervention on (B)(6) 2024 during which one lead was repositioned, and the other was explanted and replaced. The patient was able to receive coverage.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 3006705815-2024-01040. It was reported that the patient was experiencing simulation in the wrong location. Troubleshooting was unable to resolve the issue. X-rays revealed that both of the patient's leads had migrated. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Date of event is estimated.